Manufacturer narrative:
H3 other text : customer declined support/repairs.

Event description:
Philips received a complaint on the dfm100 defibrillator/monitor indicating that there is a power equipment failure/faulty. The device was not in clinical use at the time the issue was discovered. Available details indicate that the customer declined support/repairs because the equipment was not under warranty. The device was not available for additional investigation. Because the device is out of warranty, it cannot be repaired, and was returned to the customer, the cause of the reported problem is unknown and cannot be confirmed. The customer was advised their device was out of warranty and cannot be repaired. The device remains at the customer's site. No further action is warranted at this time.